Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in a motorcycle accident in 2011 and his insulin pump disappeared. Customer was sent another insulin pump in 2013 but due to his eyesight, customer cannot read the screen. Customer states his healthcare professional would like for him to begin insulin pump therapy and customer called to request warranty date information of insulin pump. Customer was assisted with the warranty date. No further information provided.